Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading is 140 mg/dl. The insulin pump will be replaced. Nothing further reported.